Event description:
It was reported by the rep that (1) ax55g and (1) tlc75 were used during a low anterior resection procedure. It was reported that the surgeon stated that each time surgeon would bend the shaft on the ax55g the jaw would close. The tlc75 was also returned with no details about it. There was no pt consequence. The operating room time was extended by 10 minutes.

Event description:
4/27/2000 rep responded tlc and (2) ax55g were used in the case, also the case was completed by hand suturing. 5/1/2000 rep talked to surgeon this morning case was not completed by hand suturing. The case was completed with another ax55g.